Manufacturer narrative:
(B)(4). Date sent:(B)(6)2020. D4: batch # t5e30r device analysis: the analysis results found that the cdh29a device arrived with no apparent damage, with the breakaway washer uncut, without marks and there were no staples present. The device was reloaded with staples and tested with the returned washer for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples meet the staple form release criteria. The safety performed without any difficulties noted when the orange indicator is fully within the green range of the gap setting scale. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk.   The lot/ batch was not provided; therefore, a manufacturing record evaluation could not be performed.   Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the patient receive any preoperative chemotherapy or radiation? What is the healthcare professional¿s experience with the device? Can more information be provided on the difficulties releasing the safety? Can more information be provided on what was meant by, ¿the firing steps were not followed¿? What specific firing steps were not followed? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. What was done differently during the second device firing versus the first? What is the current status of the patient? Can you please provide the referenced photo?

Event description:
It was reported that during a reversal of hartman¿s and when it came to creating the anastomosis, the registrar (B)(6) prepared the device for firing. Just before firing (B)(6) (surgeon) had taken over. The anvil was connect and a click was heard, however (B)(6) found it difficult to release the red safety and when firing the device staples deployed however the washer did not break at all. On discussing this with the surgical team it appears that the firing steps were not followed. The rectal stump was then hand sewn by (B)(6) (on call surgeon) and the step repeated again with another cdh29a. (B)(6) ensured that during the firing of this second device each step was followed correctly and a successful anastomosis was created however the patient did have a loop ileostomy and will need to come back for a reversal. A photo has been taken on the laparoscopic scope and once printed can also be submitted to show the staples as c shape staples around the bowel. The patient is recovering well so far.